Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient developed a large serom a one week post-op. The patient's mother stated that the pump never worked right and would under/overdose. The pump was replaced and it was noted that the patient's dosage was changed; the patient was now receiving baclofen [concentration 2000.0 mcg/ml] at 300 mcg/day.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jan-09. It was stated that the clinical specialist who reported the event clarified that the auto-correct on his (B)(6) changed "large seroma" to "large aeronautics." No further information was given.

Manufacturer narrative:
The patient code no longer applies. The device code was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis and no anomaly was found with the device. The patient codes (B)(4) also apply. The device code (B)(4) no longer applies and (B)(4) was added. The pump's conclusion code was updated.

Event description:
On (B)(6) 2017 additional information was received from saol. It was reported that the physician clarified that the patient's mother had reported periodic increased spasticity, alternating with periods of flaccid weakness (dates not reported). On (B)(6) 2016, the patient was hospitalized for spasticity. The patient then underwent surgical revision of the itb (intrathecal baclofen) system and they observed leakage of fluid at the connection of the catheter to the pump, despite an appropriate connection. On (B)(6) 2016 the patient was discharged from the hospital. It was noted that the patient recovered. It was noted that the patient was a (B)(6) female with a weight of (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 424.8mg/day via an implantable pump. The indication for use were intractable spasticity. It was reported the patient developed large ¿aeronautics¿ after pump was placed. The patient¿s mother stated that the patient was overdosed and underdosed several times during the life of the pump. It was unknown if any environmental, external or patient factors that may have led or contributed to the event. Troubleshooting included a catheter dye study and rotor study. It was reported as unknown what interventions or actions were taken to resolve the issue. Surgical intervention occurred and upon opening the pump pocket it was suspected that the pump segment of the existing catheter may not have been connected properly. The pump was explanted. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.